Manufacturer narrative:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2006. In (B)(6) 2012, the patient was hospitalized for sepsis. In (B)(6) 2014, the patient was hospitalized for sepsis, kidney failure and acute bronchitis. The patient reported surgery was scheduled for (B)(6) 2014 to fix the gastric bypass, hernia and bowel resection.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5058018.

Event description:
It was reported by the patient that they underwent ventral hernia repair in 2006 and mesh was implanted. Following the procedure, the patient experienced seroma and wound infection and spent one year on a wound vac. Approximately one year after the procedure, the patient experienced acute and chronic inflammation with hemorrhage and necrosis. In 2012, the patient was in the hospital with sepsis, 104 degree fever and low blood pressure. The patient was admitted to the ICU and received IV fluids. It was reported by the patient that in 2014 the staples on the pouch following a previous gastric bypass surgery had opened up and the pouch and stomach created a fistula. In 2014, the patient was hospitalized for one week in ICU with sepsis, kidney failure and acute bronchitis. The patient was discharged and developed a blood blister on the abdomen. The patient fell and the blood blister broke. The patient was taken to the hospital by ambulance and underwent emergency surgery. The patient had a bacterial infection and necrotizing fasciitis. It was reported by the patient that the surgeon stated the patient had a bowel perforation caused by the mesh and lead to peritonitis. The patient reported they have an open wound on their abdomen 22 cm wide by 18 cm. The patient was hospitalized for approximately one month and sent to a nursing home with a wound vac on the abdomen. The patient was administered tpn. The patient reports episodes of vomiting, headaches, abdominal pain, abdominal deformity, hernia recurrence, infection, inflammation, pain, swelling and loose bowels. Additional information has been requested.